Event description:
Patient reported via sus voluntary medwatch right side ¿ruptured silicone implant" and believes the implants "are not safe." Patient also reported "health declined to where I was unable to concentrate or work", which is not device-related. Device was explanted.

Manufacturer narrative:
In response to FDA report number: mw5157321, mw5157334 no contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.